Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed downstream occlusion and the psi is high. This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received in fair physical condition with a cracked housing. There was no evidence of the reported issue in the event history log. The moment the device was powered up the device started double beeping. The downstream sensor caused the issue and it will be replaced to resolve the issue.